Event description:
Information was received from a healthcare provider regarding an implantable infusion pump containing baclofen (unknown) for intractable spasticity. The reason for call was caller stated that the patient was in the hospital and the neurologist asked the caller to find out if the pump was working correctly. Caller stated that they don't know if the patient can have an magnetic resonance imaging (MRI) so they wanted to know about that. Agent asked if the caller was suspecting a problem with the pump that was related to the need for an MRI, the patient was spastic and altered and presented with seizures. Caller confirmed that the pump was not audibly beeping or alarming. Caller denied any falls or trauma. The issue was not resolved through troubleshooting.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.